Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing of ventricular fibrillation (vf)/ventricular tachycardia (vt) waves, resulting in a delay in therapy. The rv lead remains in use. No patient complications have been reported as a result of this event.